Manufacturer narrative:
This report is related to manufacturer report number 2937094-2018-00055.

Event description:
It was reported that four fibers required replacement during a prostate procedure . While using the first fiber, the metal cap of the fiber detached inside the patient and had to be removed from the patient. This is considered a reportable malfunction. The fiber was replaced and the procedure continued using a second fiber. While using the second fiber, "burns" at the metal end of the fiber was observed, resulting in the laser beam deviating and the console going into standby mode. The fiber was replaced and the procedure continued using a third fiber. While using the third fiber, the metal tip of the fiber detached and required removal from the patient. This is considered a reportable malfunction. The fiber was replaced and the procedure continued using a fourth fiber. While using the fourth fiber, "burns" at the metal end of the fiber was observed, resulting in beam deviation and the console going into standby mode. The procedure was completed using monopolar resection (turp). The patient outcome was not reported, however, there was no indication or report of patient harm or adverse outcome. This report is for the first surgical fiber used.

Manufacturer narrative:
First fiber usage: 3 minutes for 2,200 joules. Product evaluation: failure analysis for fiber 0010-2400-738b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap is detached and not returned; the metal cap is detached and returned; the glass cap exhibit severe devitrification at output window; the metal cap exhibits moderate char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.